Event description:
It was reported that error code 1720 was displayed. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair with complaint of error code 1720. Service history review identified no indication that the complaint was related to a service of the device within the view period. No physical damage was found on the device. Review of event log confirmed that there was a record of error code 1720. The reported problem could not be duplicated. Possible defective capacitor was the cause. Replaced the backup capacitor and device passed all functional tests.